Event description:
It was reported that during intra-aortic balloon(iab) therapy customer called and said unable to calibrate iab optical sensor" message. She says there are no bp or augmentation numbers on the pump, but there is an aline waveform.

Manufacturer narrative:
Due to character restrictions in block e1 event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3. H6(type of investigation), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N/a